Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-feb-2026, a facility representative reported via (B)(4) that an ar-1345se-15 15° standard elevator tip snapped off in the labrum during a laterjet procedure. The broken piece was retrieved, and the case was completed successfully with no patient affected.